Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and artemis logs were able to confirm errors 48221 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, left power supply showed low voltage possibly related to the reported event. The ec was installed into the golden system where the system failed to detect scope upon startup. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed errors 48221 pinged relating to the original complaint. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the vision side cart's (vsc) camera unit malfunctioned. The customer tried using multiple endoscopes, but the vsc would not complete calibration. The caller checked all of the pins, cleaned the contacts, and made sure no moisture was inside of the connections. The issue was still unresolved. The procedure was aborted to another system. There were no reports of patient involvment.